Event description:
A customer indicated the system showed a problem with biometrics during biometry. There was no harm to the patient.

Manufacturer narrative:
A review of the service report indicates the customer reported the system was not giving biometrics. A proposal was sent to the customer, estimating the costs of providing service. To date, the customer has not requested service for the system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).